Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error and that the device did not seem to be working properly with the glucose meter. The blood glucose reading was 261 mg/dl. The customer stated that she did not have time to troubleshoot and declined to perform the troubleshoot procedure. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched and cracked display window, cracked reservoir tube lip and battery tube threads.